Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on site. Troubleshooting actions of a full system restart was completed. The field service engineer (fse) did not observe anything wrong with the system after a good restart. The cause of the issue was determined to be an improper shutdown by the customer. The system was returned to the customer in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that the system did not startup once the counter reached 00:00. The device was in clinical use at the time of the reported event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.